Event description:
It was reported that the patient presented for scheduled implant procedure. During the procedure, it was noted that the right ventricular (rv) lead could not be fully inserted into the header of the implantable cardioverter defibrillator (ICD), resulting in failure to capture. The ICD was not implanted an alternative ICD was implanted instead on 03 oct 2025. There were no patient consequences.